Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s carb ratio settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer reported working with the healthcare provider to update their pump settings to address the event.